Event description:
It was reported that the customer experienced high blood glucose levels and called to check that the insulin pump was working. The blood glucose reading was 240 mg/dl. No symptoms of high blood glucose were observed. The customer stated that he treated using the insulin pump. Upon troubleshooting, it was found that insulin did exit the tubing during manual prime process. No leak was found. The device passed the high pressure test. Advised the customer that the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.